Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as "did not wear mask". The patient was hospitalized for the peritonitis event. It was unknown if the patient was treated with antibiotic treatment. Seven days after hospital admission, it was reported that the patient recovered from the event and was discharged from the hospital. Pd therapy is ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.